Event description:
It was reported that the device may have potentially misfired earlier. The patient is not currently in any kind of arrhythmia, but the clinic has a concern for an inappropriate shock. Technical services discussed confirming device function using the current reports. There were no additional adverse patient effects. The system remains implanted.